Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a speaker malfunction inop was displayed on the host monitor used with the intellivue multi measurement server x2. It is unclear whether any sound was coming from the x2. The device was not in use on a patient at the time of the reported issue.